Manufacturer narrative:
Follow-up received on 31-may-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was taken to the hospital for pain management (unclear if she was admitted or not). This event, seem as post procedural pain, is listed according to essure's reference safety information. During and after essure insertion, abdominal and pelvic pain may occur. In this case, the event occurred in close association with essure procedure. Considering this positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. As hospitalization cannot be formally excluded in this case, it was regarded as an incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information could not be obtained.

Manufacturer narrative:
Follow-up received on 09-may-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality-safety evaluation of ptc: the case refers to batch number c35388 & c40141, but lot # c40141 reported with this case is not valid. Batch number c35388: expiration date: 31-mar-2017; manufacturing date: 11-mar-2014. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was taken to the hospital for pain management (unclear if she was admitted or not). This event, seem as post procedural pain, is listed according to essure's reference safety information. During and after essure insertion, abdominal and pelvic pain may occur. In this case, the event occurred in close association with essure procedure. Considering this positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. As hospitalization cannot be formally excluded in this case, it was regarded as an incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 lot numbers c40141 and c35388 for permanent sterilization. It was reported that patient experienced pain and discomfort after insertion. She was taken to the hospital for pain management. Essure was not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was taken to the hospital for pain management (unclear if she was admitted or not). This event, seem as post procedural pain, is listed according to essure's reference safety information. During and after essure insertion, abdominal and pelvic pain may occur. In this case, the event occurred in close association with essure procedure. Considering this positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. As hospitalization cannot be formally excluded in this case, it was regarded as an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.